Manufacturer narrative:
Continuation of d10: other medical products in use during the event include: non-medtronic product ID: edwards sapien valve, serial #: unknown, ubd: unknown, implant date: (B)(6) 2024. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately six years after implant of a 26mm medtronic transcatheter aortic valve (model and serial number unknown), the patient underwent a second aortic valve replacement procedure due to failure of the medtronic valve. It was not reported when the product issue or patient symptoms first presented; however, it was noted the medtronic valve was replaced with a non-medtronic valve due to severe central aortic insufficiency.

Manufacturer narrative:
Updated data: b1. Brand name of suspect medical device. B4. Model #, expiration date, serial #, and UDI #. B6a. Implanted date. H4. Device mfg date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately six years after implant of a 26mm medtronic transcatheter aortic valve, the patient underwent a second aortic valve replacement procedure due to failure of the medtronic valve. It was not reported when the product issue or patient symptoms first presented; however, it was noted the medtronic valve was replaced with a non-medtronic (edwards sapien) valve due to severe central aortic insufficiency. Additional information was received that the symptomatic central aortic insufficiency (ai) first presented approximately five years and three months following the valve implant, when the assessments and referral were initially made by the cardiologist. The patient was then further referred approximately four months later and the valve replacement resolved the ai.